Manufacturer narrative:
The reported reader and the strips were returned and investigated. Visual inspection has been performed on the returned reader and a damaged usb (universal serial bus) port was observed. The reader did not turn on with the button, strip, or usb cable insertion. The damaged usb port prevented the customer from charging the reader which led to the customer observing a blank screen when the battery died. The issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported the customer¿s freestyle libre reader would not power on with either button press or test strip insertion. The customer therefore could not obtain blood glucose results. It was further reported the customer was unable to self-treat and received unspecified healthcare professional treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported the customer¿s freestyle libre reader would not power on with either button press or test strip insertion. The customer therefore could not obtain blood glucose results. It was further reported the customer was unable to self-treat and received unspecified healthcare professional treatment. No further information was provided. There was no report of death or permanent injury associated with this event.